Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v711743, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic relief. The device had been reprogrammed many times and ¿it never worked.¿ the patient had left the device off for 30 days and charted before and after and there were no changes. They changed programs and nothing worked. The device was still on at the time of the call. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.